Manufacturer narrative:
A field service tech was sent to the user facility to evaluate the device. The reported issue could not be replicated and no other associated problems were found. The rover was returned to use.

Event description:
It was reported that during a surgical procedure, the rover smoke evacuator operated intermittently. There was no report of any pt of user exposure to surgical plume. No pt or user injury was reported, and no other adverse consequences were alleged with this event.